Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the iol was exchanged for monofocal intra ocular lens 9 months, 6 days following the initial implant procedure. In surgeon opinion intolerance to multifocal lens caused the event. Additional information received and stated that there was no patient harm.